Manufacturer narrative:
One vial of test strip lot 353499-11 (24 str; vial no. 141244) containing >10 test strips was received from the customer for investigation. The returned test strips were measured on reference meters with a high level control sample: control sample lot 38782900. Specified target range 2.4-3.0 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned customer material and retention material comply with the specification. Relevant retention test strips (lot 353499) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The customer stated that for some months, he has had a difference of 0.8 inr from the meter compared to the laboratory. At 07:00 am, the meter result was 2.8 inr. At 07:30 am, the laboratory result using an unknown reagent was 1.9 inr. The therapeutic range was 2.0 inr to 2.5 inr.